Event description:
The device was attached to a person diagnosed in cardiac arrest. The first automated ECG analysis resulted in a 'shock advised' decision and a shock was delivered. The second automated ECG analysis resulted in a 'no shock advised' decision for an asystolic rhythm. Approximately 20 seconds later, the device displayed a service indicator. Two more automated ECG analysis were performed and shocks were advised, however the device allegedly failed to charge and shocks could not be administered. The pt was not resuscitated. A clinical review of the reported event was performed by medtronic physio-control. It was determined that the reported malfunction did not likely cause or contribute to the pt's outcome based on the pt's condition and viability.